Event description:
Tech alleged the foot end brakes are not holding. No pt impact.

Manufacturer narrative:
The tech found the brake pedal is missing a screw. The tech replaced the brake pedal screw to resolve the issue.